Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation: our quality engineer team was unable to perform a complete investigation due to the lack of a physical sample, picture sample, or lot number provided. It is important to ensure that the protector is attached completely vertical to the vial. We recommend using the m12 assembly fixture to ease the connection process. Unfortunately, based on the limited information. We cannot identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data to identify emerging trends.

Event description:
Leakage. When did the incident occur? During use. The had leakage from the protector with pip/taz, brand jofre. ¿ could you please provide the lot number of the defective product? ¿ has there been any patient impact (serious injury, medical intervention, change of treatment required)? Response: I don´t have a specific lotnr and no patient impact. Was there any visible damage on the protector and vial? No. Where was leakage occurred? The leakageno additional information were between the vial and the protector. · please specify if you attach the protector manually or using the assembly fixture? Manually.

Event description:
Leakeage. When did the incident occur? During use. The had leakeage from the protector with pip/taz, brand jofre. Additional information: I don´t have a specific lotnr and no patient impact.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.